Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake by not wearing a mask and area not clean before starting pd therapy. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with injection reflin (1g for two weeks; route and frequency not reported) and injection amikacin (500 mg for two weeks; route and frequency not reported) for peritonitis. The patient was discharged after one day of hospitalization. Dianeal therapy remained ongoing. At the time of this report, the patient remains on reflin and amikacin therapy and is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.